Event description:
Report received of an incident involving an empty container bag that had been filled with an unspecified concentration of dilaudid. The container reportedly had a leak at the seam approximately 1/4th of the way from the top of the bag. The incident involved a hospice patient who was receiving dilaudid 7mg/hr with a 3mg bolus via a port-a-cath for pain management. It was unknown to the reporter when the bag was hung. The spouse reported the leak to the homecare agency in 2001, but the homecare nurse was unable to get to the home due to weather conditions. The reporter states that the spouse turned off the pump when the leak was noted. There was a six hour time span before a replacement was hung. There was an additional prepared bag of the drug available in the home. The patient was without pain management for that time. In 2002, the patient was hospitalized with a diagnosis of pain crisis. The reporter was told by the nurse who cared for the patient that the patient's cancer had metastasized to the liver resulting in liver failure. The patient was discharged home 6 days later. Although requested, no add'l info was available.